Event description:
It was reported that prior to the use of a runway guide catheter, the sterility of the device was compromised. During preparation, it was noted the inner pouch containing the device appeared to have been "cut in four places." The device was not used. They exchanged for another of the same device to complete the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).